Event description:
Serious injury involving one person. Pt has worn focus toric for over 8 years with no problems, with the pt's last exam being in 2001. Ten months later, pt began to experience discomfort in the right eye. Pt reported into the dr.'s office two days later, with increased discomfort and redness in the right eye. Upon exam, dr. Diagnosed a "small" central corneal ulcer with "slight" surrounding edema. Dr. Prescribed ciloxan drops, polysporine ointment before bedtime, and homatropine (dosages unknown). Pt was seen for follow up 1 day, 3 days and one week later, and upon final exam ulcer had completely resolved. Pt did not experience any vision loss during the experience. No lot number of product is available at this time. The remainder of the multipack is not available, but the pt is in the process of locating the suspect lens. Upon receipt of any significant info or the product a f/u report will be submitted.